Event description:
Patient with history of sick sinus syndrome and third degree heart block. Patient has had a pacemaker in place. Patient presented to emergency room with dizziness, light-headedness, low pulse, and weakness. An EKG showed that the pacemaker was malfunctioning and patient had an episode of profound bradycardia with a rate down to 30. Outside of becoming lightheaded and general weakness, patient denied having chest pain, shortness of breath, or diaphoresis. Over the past two weeks, patient had similar bouts of dizziness, but none as profound as the one on the evening of admission. A temporary pacemaker was placed and patient indicated feeling better. Two days later, removal of the chronic permanent pacemaker pulse generator was done. Testing and re-utilization of the chronic right atrial lead was done. Removal of the chronic right ventricular lead due to an apparent fracture was performed. Procedure also included insertion of a new right ventricular pacing lead on the right ventricle septum with excellent threshold and insertion of a new dual chamber permanent pacemaker pulse generator and removal of a temporary transvenous pacemaker wire. After a brief hospitalization, patient discharged in stable condition.